Event description:
It was reported that a user of the ilet insulin pump experienced frequent alarms that disrupted daily activities and sleep, along with increased glucose fluctuations, and subsequently discontinued pump use and reverted to backup therapy; the most recent reported glucose values included a low of 53 mg/dl with multiple symptoms and a high of 298 mg/dl. Symptoms included those consistent with hypoglycemia. Outcomes included user distress and interruption of normal activities without hospitalization. Investigation included troubleshooting and education by an external trainer and internal clinical support, with outreach planned to review optimization recommendations. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and that user education and optimization could be beneficial. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.